Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported about one week after implant that the pacing threshold on the patient's right ventricular (rv) lead was elevated and has continued to rise and remain high for the first month of implant time. No changes were indicated and the rv lead remains in use. The patient is part of the (B)(6) clinical study. No patient complications have been reported as a result of this event.